Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. During the evaluation, the instrument showed evidence of processor failure and fractured pieces within device. The instrument was repaired and functionality was restored. Root cause of the event was most likely attributed to the instrument being mishandled.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under warnings, number 1 states, "the ultra-drive¿ system is to be operated in accordance to the operator¿s manual." Product location unknown.

Event description:
It was reported a patient underwent an initial total hip arthroplasty and partial femoral replacement procedure on (B)(6) 2015. Subsequently, the patient experienced multiple dislocations and was revised on (B)(6) 2015. The patient was further revised on (B)(6) 2016 due to dislocation. It was reported the patient had poor bone and ligament quality. The patient also had no adductor muscles which likely contributed to the dislocations. During the (B)(6) 2016 revision procedure, the cement removal console would not function and showed error messages. This resulted in approximately a 40 minute delay in the procedure, as flexible osteotomes, a mallet, curettes and nippers had to be utilized to complete the procedure. The sales representative reported that the console was mishandled.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.